Event description:
Related manufacturer report number 2017865-2022-05237. It was reported that during a follow up in clinic, oversensing was noted on the right ventricular lead and device. Abbott technical support was contacted, the session records were analyzed, and the oversensing was suspected to be due to loss of capture. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received that high pacing impedance was noted on the right ventricular (rv) lead. X-ray imaging was performed and a conductor fracture was suspected. The rv lead was capped and replaced to resolve the event during an unrelated device upgrade procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.